Event description:
This procedure was performed in the sfa. Just after stent deployment, it appears that there was a strut fracture in the mid portion of the stent. Post dilatation then was performed using a 6x16mm balloon. All devices were removed, and final angiography was performed, which revealed timi 3 flow through out the sfa. No patient injury or intervention reported.